Event description:
It was reported that the patient had infection at the device implant site. Vegetation was noted on an unspecified lead. The infection was not related to abbotts' device. The patient's implantable cardioverter defibrillator, the right ventricular lead and the right atrial lead were explanted due to the infection. Meanwhile, the previously capped right ventricular lead was also explanted during the same procedure. The patient was stable throughout the procedure.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.